Manufacturer narrative:
Final analysis found a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted from the inner coil. The full helix extension length was measured within specifications. The reported events of noise, unable to sense p-waves and lead damage were confirmed. Visual examination found cuts on the outer insulation and the outer and inner coils were bent due to over-tied suture sleeve at 17.0,17.3 and 17.7 cm from the connector pin. Destructive analysis found the inner insulation being damage at the suture ¿ tie region as well. The cause of the reported events of noise, unable to sense p-waves and lead damage were isolated to damaged inner and outer insulation and coils due to over-tied suture at 17.3 cm from the connector pin.

Event description:
Related manufacturer reference number: 2017865-2021-28371. Related manufacturer reference number: 2017865-2021-28373. Related manufacturer reference number: 2017865-2021-28374. It was reported a patient's pacemaker, right ventricular lead, and atrial lead presented with an infection. The system was explanted under fluoroscopy in a procedure on (B)(6) 2021. Post-procedure the patient was stable.